Event description:
Customer states, he got his insulin pump wet; he went into the shower and swimming pool, as a result he received a motor error alarm. Customer's blood glucose was not indicated. Customer was advised on proper usage of insulin pump. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No moisture damage found on electronic assembly. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.